Event description:
It was reported that the device was explanted after an implant duration of approximately 109 months due to severe aortic stenosis. Reportedly, the device is being returned for evaluation.

Manufacturer narrative:
Device not returned.